Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) noted calibration failure, and qc was outside of the acceptable range. The fse replaced the measuring cell, and calibration passed. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results for multiple patient samples on a cobas e 411 analyzer (rack system). An example of discrepant results was provided for 1 patient sample: the initial result on the e411 analyzer was approximately 4 with a data flag. The sample was repeated on a cobas 6000 analyzer, and the result was approximately 18. The unit of measurement was not provided.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The service maintenance actions performed by the fse resolved the issue.